Event description:
The nihon kohden technical service was onsite at this facility to upgrade the multiple patient receivers (orgs) to a newer software version and when he did one, it caused a network outage at the facility. They stated that the cisco catalyst 3650 switch had missing port lights, and then the switch went down completely. Nihon kohden technical support (tech support) had them unplug the power and powered it back on and the lights started to come back on the switch. Tech support had the nihon kohden computer information technology systems support team log into the servers, and he was able to see the switch.technical service had the biomedical engineer verify that the network was working again.and all the floors were now seeing everything. The switch had to be power cycled, which brought the communication back to the facility. Monitoring was down for a short period. No patient harm was reported.

Manufacturer narrative:
The nihon kohden technical service was onsite at this facility to upgrade the multiple patient receivers (orgs) to a newer software version and when he did one, it caused a network outage at the facility. They stated that the cisco catalyst 3650 switch had missing port lights, and then the switch went down completely. Nihon kohden technical support (tech support) had them unplug the power and powered it back on and the lights started to come back on the switch. Tech support had the nihon kohden computer information technology systems support team log into the servers, and he was able to see the switch.technical service had the biomedical engineer verify that the network was working again.and all the floors were now seeing everything. The switch had to be power cycled, which brought the communication back to the facility. Monitoring was down for a short period. No patient harm was reported.